Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port would not stay inflated. This was noticed during the case when the btt was in the leg. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the device in question.

Manufacturer narrative:
Since the device is not available to be returned to us a technical evaluation cannot be performed; however, each device is tested for inflation and deflation prior to distribution. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).